Manufacturer narrative:
A complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
It was reported that atrial lead dislodgement was noted via x-ray. The lead was explanted and replaced after attempting to reposition was unsuccessful due to unable to fully retract and extend helix . The patient is in stable condition and did not experience any adverse affects.